Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
At implant, lead was placed successfully, but when it was connected to the device there was no output. The device was in the pocket at the time. The lead was used and another device was successfully implanted. No patient complications were reported as a result of this event.